Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose levels and her insulin pump alerted hardware low level failures alarm. The customer's blood glucose level at the time of the incident was 52 mg/dl and her current blood glucose level was 252 mg/dl. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The customer was alleging possible insulin pump over delivery. She reported that the reservoir was not pressed or pushed or adjusted while connected. As per the customer's report, she no longer alleges insulin pump over delivery. She performed self test on the insulin pump and received hardware low level failures alarm. She was advised that the insulin pump will need to be replaced along with returning the infusion set and reservoir that had been used during the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer stated that the insulin shots are not convenient for her and she was experiencing low blood glucose levels. She was also advised to place the insulin pump in storage mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).